Manufacturer narrative:
One hotline blood and fluid warmer was returned for analysis. Upon visual inspection of the unit, the enclosure was noted to be cracked by the drain fitting. Both covers were also observed to be chipped and cracked along with wearing to the line cord. The tank was filled with water, temp check was attached, line cord was plugged in and the unit was turned on; confirming the complaint of leaking. Based on the evidence, the root cause was found to be due to user interface.

Event description:
Information was received indicating that during maintenance, a smiths medical level 1 hotline blood and fluid warmer was found to be leaking water from the bottom left side. A crack was reported to the top right side of the unit. The device was noted to be working well but did not pass preventative maintenance. There were no reported adverse effects.